Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Unable to perform complaint lot history check for difficult to operate (dosing) due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced scale marking issues. The following information was provided by the initial reporter: the stopper stops at unit 0 in some products but goes far beyond unit 0 in other products.